Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed no delivery and mentioned during troubleshooting that they experienced high blood glucose level of 441mg/dl. The customer treated with shots. Customer declined troubleshooting for high readings. Customer stated that drive support cap appeared to be fine. Customer was assisted with fixed prime and customer stated insulin exited. Customer was advised set may be occluded and to change set. The insulin pump will not be returned for analysis.